Event description:
It was reported that the tps handpiece cord began smoking while connected to a handpiece at the beginning of a case. The case was completed successfully with a backup device. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the tps handpiece cord began smoking while connected to a handpiece at the beginning of a case. The case was completed successfully with a backup device. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The reported event was not confirmed and no other failure was found during the device evaluation. The device was discarded by the manufacturer.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.